Manufacturer narrative:
Based on the claim against the product by the customer noting abnormal motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the prograsp forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the prograsp forceps had abnormal motion and could not be controlled well. The exterior of the instrument looked normal. The procedure was completed using a backup prograsp forceps with no reported injury. Two attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Returned to manufacturer on (date RMA was returned) to 09-feb-2023. Isi followed up with the initial reporter and obtained the following additional information on 29-jan-2023: the issue occurred approximately 12-20 minutes after the start of the surgery when the surgeon's head was inside the surgeon console's high resolution stereo viewer and when the surgeon was attempting to manipulate instruments. The failure did not result in the inability to more the instrument, the instrument jaws were shaking momentarily when the surgeon pitched the wrist. Movement of the instrument scaled appropriately with the surgeon. There was no movement in an unintended direction and the timing of the movement was appropriate. There was shakiness observed but there was no instrument-to-instrument or system arm-to-arm interference and no external collisions. The issue occurred intermittently with no pattern. When the issue occurred, the customer reinstalled the adapter and the instrument. The issue was not resolved and there was no record of the lot number of the drape that was used. The device was inspected prior to use but there was no damage and nothing out of the ordinary. There was no report of patient injury. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps was analyzed and found to was found to exhibit imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The root cause is not determinable. The complaint regarding abnormal motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.